Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. The returned portion of the lead was severed 167 millimetres from the terminal pin, with only the proximal segment returned. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that an unspecified lead had become dislodged approximately one month post implant. The patient advocate reported that an invasive revision procedure had been performed, however, it was unknown if the lead was revised or explanted and replaced. No adverse patient effects were reported in assocation with this event.

Manufacturer narrative:
All available information indicates that the device and leads remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.